Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump battery cap contacts. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. Replacement battery cap will be provided to the customer. Insulin pump will not be returned for analysis.